Manufacturer narrative:
Findings: unit alarmed after battery installation due to software error. Motor failed motor test due to high motor current. Unable to perform displacement test due to alarms. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.